Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she has been having issues with her infusion sets not lasting more than three days. Customer has been waking up high blood glucose between 300 to 500 mg/dl, treated with shots eight units and it brought it down to 200 mg/dl. Troubleshooting was performed for the infusion set issues and customer declined troubleshooting for the high blood glucose. As changing the infusion set fixed the issue. Customer is not returning the insulin pump for analysis.